Event description:
The customer reported that no live image was displayed on the left monitor. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.